Event description:
Consumer reported attempted to calibrate the precision xtra blood glucose monitor to strip lot code 51290. The code stored in the memory of the meter was 51361. A review was performed to establish the difference between reading if the strips were used with the incorrect calibration code by plotting values on a clarke error grid. The valus fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.